Event description:
On (B)(6) 2013 I had a tubal ligation. A band was implanted and I was not informed of the possible negative side effects. After, I bled for months straight, was diagnosed with uterine dysfunction and chronic pelvic pain. On (B)(6) 2013 I had a total vaginal hysterectomy and now take premarin for hormone therapy, even though the risk for breast cancer is scary due to family history. The band ruined my life. After the hysterectomy, I am much better no pelvic pain and of course no bleeding.